Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. Additional information has been requested from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00303.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and photographic images were made. Evidence that product in specification when used; no evidence of misuse.

Event description:
Allegedly removed during the revision of another component.